Event description:
It was reported that a patient underwent a pterygium excision+autologous stem cell transplantation procedure on (B)(6) 2026 and suture was used. The surgeon opened a package of intact suture to prepare for suturing. The doctor picked up the needle according to past habits and found that the problem of pulling off suture needle happened and unusable. So the nurse replaced the suture with a new one and instructed the doctor to carefully clip it and complete the suturing. After postoperative examination, it was found that the winding method of the suture was different from before. It was fixed too firmly, the needle and suture were so small that it was very easy to detach when it was clamped. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 3/11/2026 h6 component code: g07002 - device not returned h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. - were there patient consequences? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a sales unit box with product code w1770, lot number 107ma5, expiration date 2030-03-31, with a yellow label affixed. In a second image a paper lid with a needle is observed. A clear analysis could not be performed as the photo becomes distorted when magnified. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.